Event description:
Following a laparoscopic tubal ligation the physician attempted a novasure endometrial ablation. While seating the disposable device, in an anteverted uterus, the physician stated he perforated. A laparoscopy was done and the perforation was noted to be approx 5cm in size. No bleeding was seen and no treatment was needed. The pt was discharged home. A dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).